Event description:
Additional information indicates that this patient underwent lead integrity testing. A commanded 1.1 joule shock and a 31 joule shock were delivered; normal shock impedances were observed. The physician elected to continue to monitor this patient. No further adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement, measuring greater than 125 ohms. No adverse patient effects have been reported at this time.

Event description:
Additional information indicates that the patient is scheduled for lead manipulation in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a cardioversion procedure with electrophysiology test screen/device. Afterwards, the ICD was interrogated and displayed a error code (B)(6). Which indicates an open circuit. The shock impedance was reported to be 150 ohms. The cardioversion was successfully but the shock impedance was high. This patient has a history of high impedances on the shock portion of their rv lead for several years. Boston scientific technical services (ts) discussed possible lead replacement or continued monitoring on the remote monitoring system.

Event description:
Additional information indicates that this system again exhibited an out of range shock impedance measurements. It was reported that the impedances had chronically been around 100 ohms. There is no oversensing and electrograms are clean. No surgical intervention has been reported at this time. No adverse patient effects were reported.